Event description:
Doctor reported a calaxo issue. E-mail was received in quality in 2007 and states: "attached at 4 MRI pics of calaxo screw about 8 months post surgery, as you can see the screw is completely gone and fluid of some type is sitting next to graft in tunnel, one image shows area of tibia where it is possible that whatever that fluid is could leak out of tunnel on tibia."

Manufacturer narrative:
No product is being returned for eval. Reinforced surgical technique to customer.